Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatine kinase (ck) or cholesterol gen.2 (chol2) on a cobas 6000 c501 module. Patient 1 initial chol2 result was 600 mg/dl. The doctor questioned this result, and the sample was repeated. The repeat result was 182 mg/dl. This result was believed to be correct. Patient 2 initial ck result was 5000 u/l. The sample was repeated 3 times with results of < 2 u/l, 5000 u/l, and 6000 u/l. The result of 6000 u/l was believed to be correct. The questionable results for patient 2 were not reported outside of the laboratory.

Manufacturer narrative:
The ck reagent lot number was 82643601, with an expiration date of 30-jun-2025. The chol2 reagent lot number was 81703901, with an expiration date of 31-may-2025. Calibration data was acceptable. Qc data for ck was acceptable. There is no indication of a reagent performance issue. The customer verbally stated that qc was acceptable for chol2. The customer used a centrifugation time of 5 minutes. This time may be too short. The field service engineer (fse) found an issue with the sample mechanism. The fse replaced the sample mechanism slider and adjusted the sample probe positions. The investigation determined that the issue found by the fse was the root cause of the event.